Event description:
Event description cpi received information that this bipolar lead was explanted. Three days after the implant this lead became dislodged. The physician tried to repostion the lead but could not reposition it, therefore elected to replace the lead with a screw-in type lead.